Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. Usage marks are visible on the part there are also small deformations on the part. The labeling on the part is good readable. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All parts of this lot were 100% checked and meet the specification. The device was checked with the function gauge, according to test plan, and meet the specification. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event (B)(6) as follows: it was reported that during surgery the chisel could not be removed from the handle resulting in a 20 minute surgical delay. There was no harm to the patient. This report is 1 of 2 for (B)(4).